Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided) and a1c was "out of control". Customer was treated in the emergency room for diabetic ketoacidosis/shock. Contact did not provide further information regarding this event.

Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to the reported issue; however, a different issue was identified.